Event description:
It was reported that the colonovideoscope displayed an error message e237 during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1- facility name - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the jet tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced, and no device problem was found. The cause of the foreign object was probably the use of products that contain silicone, which can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.